Event description:
During initial testing at the manufacturer facility, the device underdelivered. The device delivered a measured volume of 11 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/-5%). Note: the device was received from the customer with a report of "will not run on secondary."